Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to review the device history records was not provided. The initial reporting stated the products are not suspected of failing to meet specifications or contributing to the event. The investigation could not verify or draw any conclusions about the reported event; however, the length of time the products were implanted (18+ yrs) is a possible contributing factor. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product codes are discontinued items. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised because of pain.